Manufacturer narrative:
The insulin pump passed the displacement, priming and excessive no delivery tests. There was no excessive no delivery alarm. The insulin pump was received with scratches on the lcd window, cracked case on the display window corner, cracked reservoir tube lip and scratches on the reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery alarm and high blood glucose. Customer's blood glucose level was 400 mg/dl. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer received the no delivery alarm during bolus delivery and basal delivery. Customer advised the no delivery alarm was a recurring issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.